Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent dexcom g7 continuous glucose monitor (cgm) glucose readings not displaying on the ilet, after which readings reappeared, and the system continued insulin delivery using the most recent available sensor value. No adverse clinical symptoms reported. Outcomes included no injury and no hospitalization. User support included customer support troubleshooting and user education on resolving signal loss. Investigation of this case revealed transient communication loss between the cgm and the ilet with subsequent automatic recovery, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump signal disruption consistent with known wireless connectivity limitations.